Event description:
It was reported that the caller experienced a cgm error. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support and successfully started a new sensor session, resolving the issue without further errors.